Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that both of her onetouch ultra meters were prompting her past readings instead of the "apply sample" symbol. The complaint was classified based on the conversation, the customer care advocate (cca) had with the pt, since the medical affairs specialist (mas) was unable to reach the pt by phone. It is unk when the reported issue with the subject meters began. The pt denied taking any action regarding her diabetes mgmt as a result of the issue. However, at 2:30am on the same day, after the alleged issue began on both subject meters, the pt claimed she developed the symptoms of shakiness and treated herself with juice. At the time of troubleshooting, the cca discovered that the pt was manually powering the subject meters on prior to inserting the test strip. The cca walked the pt through the proper testing procedure. The issue was resolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose on either of the subject meters, due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged product issue began.